Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 6.2 was constantly failing and had missing cubies. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that a t-shot was performed, and the row board cable ends had lost communication with the station. A field service engineer reseated the cables and cleared debris from the drawer. Testing resumed, and no further faults were identified. All bus and cable connections were verified, and drawer/pocket operation was confirmed. The system functioned as intended after the field service engineer repaired the device.